Event description:
The target lesion was the mid left anterior descending (lad). The vessel was de-novo, eccentric and bifurcated. Aha/acc classification of the vessel was type b2. The lesion length was 15mm and vessel diameter was 2.6mm. The procedure was an elective case. Pre-dilatation was conducted with a 2.5 x 15mm balloon at 8atm for 10 seconds. A 2.5 x 18mm cypher stent was implanted at 20atm for 30 seconds. Post-dilatation was conducted with 2.75 x 15mm balloon at 16atm for 20 seconds. Ivus was conducted. The residual % of stenosis was 25%. Timi flow was 1 before the procedure and 3 after procedure. The information of act was unknown. Approximately two years later, the patient developed acute myocardial infarction (mi). Coronary angiography was conducted and thrombus was observed in the cypher stent. Stent fracture was also observed for the cypher stent. To treat the thrombus, aspiration and balloon angioplasty were conducted. Two weeks later, the patient was still hospitalized but was in stable condition. Physician indicated that the possible cause of the thrombotic event was because the patient might not have been talking anti-platelet medicine correctly.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.